Event description:
It was reported that, "the pt's knee was revised for pain. Cr components were replaced with ts femoral, universal tibial baseplate and a ps insert."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.